Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6)2008 and was explanted in 2012 due to rejection. The patient also did not experience a greater than 50% reduction in symptoms. It was noted that the cause and what troubleshooting was performed related to the event were unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.